Event description:
The pt reported on 4/12/2014 her blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. The pod was removed and discarded. She decided to go the hospital and upon arrival her bg was reading 770 mg/dl. At the hospital she was diagnosed for diabetic ketoacidosis and was treated with insulin and fluids intravenously.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.